Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. The up arrow keypad button is reportedly stuck in the "down" position. The reporter claimed that the other keypad buttons spring back up/down and click normally. The reporter denied tears or peeling of the keypad. There was no adverse event associated with this complaint.